Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure in-stent restenosis and myocardial infarction occurred. The index procedure in (B)(6) 2012, treated two target lesions. Target lesion #1 was de novo lesion located in the mid rca (right coronary artery) with 97% stenosis and was 34 mm long with a reference vessel diameter of 3.24 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus element stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was de novo lesion located in the 1st om (obtuse marginal) with 85% stenosis and was 28 mm long with a reference vessel diameter of 3.06 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.0 mm x 32 mm promus element stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel one day post procedure. In (B)(6) 2013, the subject experienced ischemic symptoms with elevation in cardiac enzymes (peak ck = 194 iu/l, uln = 170 iu/l; peak ck-mb = 25 iu/l, uln = 16 iu/l; peak troponin I = 10.23 ng/ml, uln = 0.05 ng/ml) and an event of non q-wave mi was reported. A 80% focal restenosis of previously placed study stent located in proximal lcx (left circumflex) was treated with balloon angioplasty, with good initial results. The event was considered resolved without residual effects and the subject was discharged one day post reintervention.

Manufacturer narrative:
Device is combination product. Device returned to MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).